Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer cut in two pieces. Visual inspection at 10x microscope magnification showed residue of viscoelastic on the surface of the returned lens pieces. Due to the condition of the returned lens, no additional analysis was possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient experienced blurry vision and halos after implantation of a z9002 intraocular lens (iol). The iol was explanted in a secondary procedure and replaced with a new lens. Patient is doing fine. No further information was provided.